Event description:
A malfunction on an insulin pump was reported with a displayed malfunction code of "malf 12." There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further malfunction codes appear.